Event description:
It was reported, that after an implantation time of approx. 59 months oversensing with shock delivery was observed. The lead was explanted.

Manufacturer narrative:
The lead and the implantable cardioverter defibrillator (ICD) under complaint were returned and subjected to an extensive analysis. Upon receipt, the memory content as well as the therapeutic functionality of the ICD were thoroughly inspected. During inspection of the available iegms noise was observed in the ventricular as well as partially in the far field channel, leading to multiple charging cycles that partially resulted in shock delivery. The device data further showed a documented ventricular pacing impedance of > 3000 ohms since (B)(6) 2018. Therefore, the impedance measurement functions as well as the sensing functionality of the ICD were tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the measured impedances were normal and as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of a ICD malfunction. The lead under complaint was found cut approx. 18.5 cm distal to the is-1 connector pin. All fragments were received for analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular around 8.5 cm proximal to the lead tip the insulation was found rubbed through. Furthermore in the area of the insulation damage a fracture of the conductor cable to the ring electrode was noted. These findings can be considered to be the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images, clarifying this assumption, were not available. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.